Manufacturer narrative:
Follow-up #1: date of submission 12/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/30/2015 with the following findings: investigators were unable to confirm or duplicate the original complaint; during testing, all keypad buttons responded properly. The keypad was not damaged. The keypad cover was removed and no evidence of contamination was found. Unrelated to the original complaint, the display screen was dim and discolored. In addition, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the ok button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.